Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 50-53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:58:19 pm to 6:08:15 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 5:53:14 pm. A tubing fill of size 13.4587 units was observed on (B)(6)2020 at 12:15:17 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.